Manufacturer narrative:
D11 concomitant medical products: 035¿ guidewire, 5f arrow standard, .018¿ guidewire for balloon expandable stent formula.

Manufacturer narrative:
As reported, the user withdrew the unknown sheath until shuttle locked on the handle of a 5f mynxgrip vascular closure device (vcd), however, at the phase of unsheathing the sealant, the advancer tube of mynxgrip was simply not present. The mynx device was intended for renal angioplasty with a stent. The procedure used a retrograde approach. The deployer was mynx certified. The device was used in conjunction with a 5f non-cordis sheath, .035 unknown guidewire and 0.18¿ non-cordis guidewire for balloon expandable stent. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was through the common femoral artery. There was minimum presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The sealant was not stuck to device components. The physician guessed it remained within subcutaneous space. The device storage temperature did not exceed 25 °c. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The event did not significantly cause a clinically relevant increase in the duration of the procedure; however, the procedure was extended for 10-15minutes. The event did not cause a condition that requires hospitalization or significant prolongation of the existing hospitalization. There was no deviation to patient¿s outcome/status after the mynx event compared to the standard. The procedure was completed by manual compression held less than 30 minutes, with no patient harm caused. The product was not returned for analysis. A product history record (phr) review of lot f1932403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿failure to deploy advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the user withdrew the unknown sheath until shuttle locks on handle of 5f mynxgrip vascular closure device (vcd), however, at the phase of unsheathing the sealant, the advancer tube of mynxgrip was simply not present. Therefore, the procedure was completed by manual compression held less than 30 minutes, with no patient harm caused. The mynx device was intended for renal angioplasty with stent. The procedure used a retrograde approach. The deployer was mynx certified. The device was used in conjunction with a 5f non-cordis sheath, .035 unknown guidewire and 0.18¿ non-cordis guidewire for balloon expandable stent. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was through the common femoral artery. There was minimum presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The sealant was not stuck to device components. The physician guessed it remained within subcutaneous space. The device storage temperature did not exceed 25 °c. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The event did not significantly cause a clinically relevant increase in the duration of the procedure; however, the procedure was extended for 10-15 minutes. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. There was no deviation to patient¿s outcome/status after the mynx event compared to the standard. Procedural cd is available for review; however, it is not possible to share it without the patient¿s approval. The device will not be returned for analysis as it was discarded (the patient being infected by hepatitis b type).